Event description:
The patient received several shocks following her fidelis lead rupture. The patient presented to the emergency room in atrial fibrillation. No ventricular tachycardia was noted. The riqht ventricular rate was around 75 bpm in sinus, but this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).